Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a large amount of air came from around the auto stopcock during surgery. The problem was not solved after replacing the product with another one, however, the doctor clamped the air line and was able to complete the surgery with no harm to the pt.